Event description:
The complainant reported that the patient on impella cp support developed small hematoma after integrilin was given. The physician decided to remove impella with concerns of bleeding. The patient tolerated removal and complete hemostasis was achieved.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for access site bleeding/hematoma has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical description provided. H6 code 1888 was reported incorrectly on manufacturer device report 1220648-2024-17465. New code was added to health effect - clinical code.